Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer stated they were unable to push insulin through the tubing. The customer stated they were able to resolve the alarm with a complete set change. Customer's blood glucose was unknown. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.